Event description:
It was reported that one day post implant, the sensing integrity counter (sic) was high. An atrial lead dislodgement was suspected. During the next day check, they were unable to reproduce sic and loss of atrial capture was noted. A lead revision will take place in the future. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 defib lead (B)(6) 2012; (B)(4) bi-ventricular defibrillator (B)(6) 2012. (B)(4).